Manufacturer narrative:
The insulin pump was monitored for several days and no blank display was noted. The insulin pump had normal operating currents and no damage was noted to the isolation tape. No display anomaly was noted. No damage on the keypad assembly or unlocked keypad connector was noted and all of the buttons functioned properly. The insulin pump was received with a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube, a cracked reservoir tube lip, and minor scratches on the display window.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer dropped her insulin pump, which resulted in a black display and non-responsive buttons. Her blood glucose was 60 mg/dl at the time of reporting, which she treated by eating 20 grams of carbs. She also reported a small crack on her insulin pump, but stated that the crack was present before the drop. She was advised to revert to her backup plan. The insulin pump was returned. No additional information was reported.